Event description:
Boston scientific received information that during a device check, it was reported that previously the patient had issues with diaphragmatic stimulation so the device was programmed to vvi mode which resolved the issue. At the recent check, a fluoroscopy evaluation of this lead was done and it was determined the lead was dislodged. It is unknown when the dislodgement occurred as the field representative was not involved in any previous checks. Surgical intervention was performed and the physician attempted to reposition the lead, however, a stylet was unable to be inserted down the lead and appeared to get stuck at the terminal pin. There was concern that the terminal pin may have been damaged. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by over rotation of the inner coil during the extension or retraction of the fixation helix. The cuttings in the insulation resulted most likely from the explantation procedure. In summary, the inner coil of this lead was found to be deformed, which was caused most likely during the surgery while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.